Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device display board segments were missing. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of display board missing segments was confirmed. On 13-september-2024, lvp was received unboxed and with paperwork. External inspection revealed no physical damage, cosmetic damage or labeling damage. Confirmed with asm that the display logic board has failed causing segments to be missing. Root cause: bad display logic board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace display logic board. Unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device display board segments were missing. There was no patient involvement.

Event description:
It was reported that the device display board segments were missing. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of display board missing segments was confirmed. On 13-september-2024, lvp was received unboxed and with paperwork. External inspection revealed no physical damage, cosmetic damage or labeling damage. Confirmed with asm that the display logic board has failed causing segments to be missing. Root cause: bad display logic board. Device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace display logic board. Unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.